Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head won't white balance. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Therefore, the cause of the white balance failure could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on golden pins of video connector and a failed water leak test due to cable and p-ring. Based on the results of the investigation, a definitive root cause could not be identified on why the components failed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.